Event description:
Reporting status: death. Reporting rationale: failure to cross: subsequent death. Device issue: failure to cross. It was reported that the patient presented with emergent pericardiocentesis and free forming perforation (caused by another company's 3.0x20 mm balloon). This was the last remaining vessel being treated; however, it could not tolerate long balloon inflations and a perforation occurred. A 4.0x19 mm jomed graftmaster stent failed to cross the previously deployed stent located in the proximal left anterior descending (lad). Then a 3.0x26 mm jomed graftmaster stent attempted to cross; however, it also failed to cross the prior deployed stent and the patient died. The pt reportedly presented with very bad disease. No additional event or patient's information is available.